Event description:
Additional information obtained identified, during the revision the patient's lead was replaced. In addition, stimulation therapy was restored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (B)(6) lost all stimulation therapy in his groin area. Upon device interrogation, only one lead electrode showed as active, the other electrodes were out of normal limits. Reprograming of the patient's drg system was attempted without success. Follow-up identified surgical intervention was taken and the patient's lead was revised.

Manufacturer narrative:
Corrected data: date of explant.